Event description:
The complainant reported that the clinicians employed a precision speedtac transvaginal anchor system to use for a transvaginal sling implant procedure on a pt. The complainant reported that the device misfired and the anchor did not hold. On (B)(6) 2009, it was reported that the anchor did not adhere to the bone. The clinicians successfully removed the entire device intact. The clinicians obtained another device and successfully completed the patient procedure. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The complainant reported that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available. Based on the event information, it is assumed the anchor separated from the device before the user was expecting it. There is no trigger or firing device for the device to have "misfired". It is the force applied to the handle of the device that drives the anchor into the bone. Without the device available for investigation, there is not enough available information to determine a root cause or probable root cause. The root cause for this complaint is undeterminable. Review and analysis of all available information fails to indicate a root cause or probable root cause. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).